Manufacturer narrative:
No further information was provided for the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable ise results for 6 patients' samples tested on a cobas pro ise analytical unit. Results for the sodium (na) test were affected. Sample 1: initial result: 145.2 mmol/l. Repeat result: 139.1 mmol/l. Sample 2: initial result: 149.2 mmol/l. Repeat result: 141.5 mmol/l. Sample 3: initial result: 147.6 mmol/l. Repeat result: 140.2 mmol/l. Sample 4: initial result: 149.9 mmol/l. Repeat result: 141.1 mmol/l. Sample 5: initial result: 148.8 mmol/l. Repeat result: 142.3 mmol/l. Sample 6: initial result: 167.7 mmol/l. Repeat result: 156.8 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The investigation is ongoing.